Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat a large symptomatic vaginal cystocele. It was reported that the patient experienced pain from the erosion of the vaginal mesh. The patient underwent cystoscopy with the excision of exposed vaginal mesh on (B)(6) 2009. It was reported that the patient underwent mesh removal on (B)(6) 2009 and on (B)(6) 2012 due to mesh extrusion/erosion. (B)(4) - mesh exposure.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent mesh removal of mesh in 2010 due to eroded mesh. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 concurrently with a cystoscopy. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, and vaginal scarring. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to treat cystocele on (B)(6) 2009 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2009, due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, dyspareunia. It was reported that the patient underwent mesh removal in 2010. (B)(4).